Event description:
It was reported that the patient with this pacemaker system visited the clinic for evaluation after reporting experiencing unwanted stimulation. During interrogation, the device was found to be operating in safety mode. It was noted there to be plans to schedule a replacement procedure. The patient is not pacing dependent. Subsequently, a replacement procedure was performed where this pacemaker was explanted and replaced with a new device successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.